Event description:
A report was rec'd that a pt had pus oozing from the pocket site. The pt reported that he had seen a physician three weeks prior and a culture was taken. The pt had tested positive for (B)(6) and was prescribed oral antibiotics. Upon follow up, the physician chose to explant the pt's precision system since the infection had not cleared. The physician was unsure if the infection was device or procedure related. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.